Event description:
The user facility reports incident of tubing damage on the venous section of the line which resulted in a leak 40 min into treatment. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded ebl = 250cc. No pt injury or need for med intervention is reported. This MDR is filed for blood loss only. The actual complaint sample was returned to this manufacturer and investigation is pending.